Event description:
The customer contacted olympus to report switch no. 1 was not working. Upon inspection and testing of the customer returned device, the repair center found an e216 (scope communication error) occurred due to corrosion of the video connector; image noise was generated due to the disconnection of the image pickup cable and no image was displayed; the color tone of the image was abnormal due to damage to the image pickup unit; and the objective lens adhesive part was peeled off. This report is being submitted for the reportable malfunctions found during evaluation. There was no report of patient injury related to this event.

Manufacturer narrative:
In addition to describe event or problem, the following defects were found during inspection: the bending angle insufficient due to the elongation of the angle wire; multiple scratches due to external factors; and curved rubber adhesive missing. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena of "error e216" and "generation of noise and irregular color tone" was presumed to have been due to the defect of the image sensor unit or failure of the internal board of the video connector or the system caused the event. The suggested phenomenon of "peeled off adhesive for the objective lens" it was presumed that the cause was due to physical stress such as dropping or hitting, or deterioration by chemical stress during reprocessing. Olympus will continue to monitor field performance for this device.